Event description:
It was reported that the blades doesn't hold onto the screws. Exit of cement between delivery unit and screw interface. It is harder to screw in the locking screw. Medical procedure completed successfully by screwing in the screws without blades.

Manufacturer narrative:
Risk assessment. The product was not returned and lot# was not provided. Therefore device history review, device inspection and complaint history review could not be performed. The root cause cannot be determined conclusively.

Event description:
It was reported that the blades doesn´t hold onto the screws. Exit of cement between delivery unit and screw interface. It is harder to screw in the locking screw. Medical procedure completed successfully by screwing in the screws without blades.